Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of post procedural complication. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A post procedural complication is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in italy underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was diagnosed with pneumonia and expired on (B)(6) 2025. The cause of death was reported as pneumonia. It is unknown if an autopsy was performed. The device was not returned.